Manufacturer narrative:
The customer observed a discrepant magnesium result on architect (B)(4). Service was dispatched and while troubleshooting the issue the field service engineer (fse) observed that the external waste pump on the cuvette washer was clogged, causing the part to drip. The fse replaced the pump tubing and unclogged the external waste pump and the part functioned as intended. When attempting to perform the verification procedure of the wash cuvettes, the fse observed that the cuvette washer nozzle (pairs 2-3, wash solution) were aspirating different volumes. The nozzle (pairs 2-3, wash solution) were ordered and replaced which resolved the issue. A review of the architect (B)(4) service history identified no contributing factors for the complaint, and there have been no subsequent contacts from the customer regarding erratic/discrepant results since the nozzle pairs 2-3 were replaced and the waste pump was unclogged. The architect system operations manual provides information for troubleshooting erratic / discrepant results, including the actions performed by the fsr. A review of complaints for the architect c16000 revealed no systemic issues or trends associated with the erratic result issue described in this complaint. A review of complaints where the nozzle pairs 2-3, wash solution (rohs) part number 2-89270-02, or the waste pump, external, grey were replaced / unclogged identified no trends. Based on the results of this investigation neither a deficiency nor a malfunction was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely elevated magnesium (mg) results on one patient sample. The results provided were: sid eh172891 mg = 3.433mmol/l / repeated on different analyzer and the result was normal (customer's normal range = 0.66 - 1.07mmol/l). There was no reported impact to patient management. There was no additional patient information provided.